Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had decreased to below 70 mg/dl. The patient reports having a seizure during their sensor warm up period. The patient reports as treatment they had consumed a candy bar and orange juice, the patient reports their blood glucose level after treatment was 110 mg/dl.